Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the hypotube shaft identified multiple hypotube kinks and a break at the manifold/hub section of the device. Examination of the crimped stent via scope found evidence of stent damage with stent strut stretched and lifted at the distal section. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. No signs of movement, stent was set between the proximal and distal markerbands. The outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 28mar2024. It was reported that crossing difficulties were encountered. The target lesion was located in left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure. However, returned device analysis revealed that the shaft was broken.